Manufacturer narrative:
(B)(4). Lot 14d036 was manufactured april 24, 2014 to april 25, 2014. The affected device was received for evaluation against the reported condition. Visual inspection, functional testing, and functional flow rate testing were performed on the device. Visual inspection of the device did not identify any signs of blockage or physical abnormalities that could have contributed to the reported condition. Functional testing was performed on the device by removing the luer cap from the unit¿s distal luer. After the cap was removed, there was evidence of continuous flow that was visually observed at the distal luer. A functional flow rate test was performed on the device and the flow rates were found to be within specification. Based on the evaluation results, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow. This occurred during priming and forced priming with a glucose solution (non-baxter). There was no patient involvement. No additional information is available.